Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on the previous evening, the customer forgot to deliver a bolus for a meal that was consumed. The customer's blood glucose (bg) level was impacted (302 mg/dl) and a correction bolus was delivered to address bg level. Bg level was 195 mg/dl at the time of the report.